Event description:
During a bilateral scfe repair, the surgeon placed a guide wire into the femoral head and measured the screw length. He then began to drill for the screw and realized the tip of the drill bit was broken into two (2) pieces. The surgeon completed the procedure inserting a screw into the drilled hole. The surgeon was able to retrieve one piece, the second piece remains in the patient.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records found no complaint-related anomalies.

Manufacturer narrative:
(B)(4): manufacturing and product development evaluations were conducted. One broken fragment along with the rest of the drill bit was received. The fluted tip of the drill bit was sheared off. No other damage is apparent. The complaint product met dimensional specifications and the material and hardness were confirmed to be within specifications. The drill bit could not be measured as it was broken off. The instrument conformed to dimensional specifications at the time of manufacturing and passed synthes incoming inspection. Evaluation shows that this instrument is acceptable for its intended use. (B)(4): placeholder.